Manufacturer narrative:
Communication issues reported by the patient are suspected to be related to a slight migration of the ipg. There does not appear to be any failure or malfunction of the nalu system or its components and there is no evidence of any specific event or behavior that may have caused or contributed to the migration of the ipg. The surgical revision took place on (B)(6) 2024 and was attended by a representative of the firm. The event was documented in the patient record, however the division of the firm responsible for MDR was not aware of the event until february 2025.

Event description:
The patient was initially implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower extremity pain. Upon activating the system on (B)(6) 2024 the patient immediately noted some issues with communication between the implantable pulse generator (ipg) and the external therapy discs. Patient also expressed some dissatisfaction with the location of the ipg, despite having participated in pre-implant planning and decision making. On (B)(6) 2024 a surgical procedure was performed to place a new ipg in the desired location and improve communication.